Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced and off no power less than 24 hours after a low battery alert. Customer reported that previously exploded in the battery compartment and white residue was left in compartment. Customer did not report issue due to cleaning out compartment. Customer was advised that residue was corrosion and insulin pump would need to be replaced. Customer's blood glucose was 22.4 mmol/l.